Event description:
It was reported that during initial placement of this tunneled catheter for treatment, the cuff fell off. Another catheter was successfully placed. No patient complications were reported. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated a discolored band around the catheter in the location where the tissue ingrowth cuff should have been, which was determined to be the adhesive that is used to attach the cuff. It appears that the tissue ingrowth cuff had been attached and the amount of adhesive remaining on the catheter and on the cuff indicates it was sufficient for attaching the cuff. The joined cuff edges remained attached together. Outside of the missing cuff, the catheter appears to have been properly assembled and was fully functional. The specific cause of the tissue ingrowth cuff slipping off the catheter remains undetermined. As a lot number was not provided, a lot history search could not be performed. User technique during placement and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.